Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day, the patient reported bleeding from the sensor insertion site at once after pressing the sensor deployment button on the applicator, the patient experienced bleeding and removed the applicator and sensor. He noted that he sustained a ¿slice¿ instead of a ¿hole¿ at the needle puncture site. He covered the area with gauze and applied pressure; however, after an hour, it was still bleeding, and he contacted dexcom tech support for advice. He was recommended to seek medical care if needed. On (B)(6) 2023, the patient called dexcom technical support to report that after 4 hours of bleeding, a friend drove him to the emergency department. In the emergency department, he received 4 ¿ 5 sutures to stop the bleeding. The patient was released from the emergency department five hours later. The patient has used the dexcom for 2+ years, is on plavix and aspirin but has not experienced bleeding in the past. The patient waited until (B)(6) 2023 to insert a new sensor and restart using the g6. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.